Event description:
It is reported that the patient was revised in 2009, due to the patient's soft tissue involvement / disease that the prosthesis could not accommodate. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the reason for revision does not appear to be due to implant failure. It is reported on the product experience report that "patient had other soft tissue involvement/disease that this prosthesis could not accommodate." An exact cause cannot be determined with certainty. Evaluation: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.